Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported one of their teeth seems like to get pushed backwards in place, it instead started lowering into my gumline. They guessing that the aligners did not leave ample room horizontally for all the teeth to fit.